Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the pump was intermittently responding to the up, down, and ok buttons. There was also adhesive (contamination) found under the button contacts.

Event description:
The pump is reportedly responding slowly to button presses and the buttons do not spring back as normal. The pt indicated that the pump has not gotten wet.